Event description:
Device 5 of 7. Reference MFR. Report: 1627487-2018-10485. Reference MFR. Report: 1627487-2018-10486. Reference MFR. Report: 1627487-2018-10487. Reference MFR. Report: 1627487-2018-10488. Reference MFR. Report: 1627487-2019-04731. Reference MFR. Report: 1627487-2019-04732. It was reported the patient had infection in neck incision. As a result, the physician performed a wound incision and drained the wound on (B)(6) 2018. The patient is on antibiotic therapy. Additional information provided the patient¿s system was explanted on (B)(6) 2019. Infection has resolved.